Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the issue was not resolved. The physician attempted to access catheter access port (cap) but was not successful in clearing the catheter. The physician has not scheduled a catheter revision yet.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (3.0 mg/ml at 0.5328 mg/day) via an implantable pump. It was reported that the patient was not getting adequate pain relief so the patient scheduled for a pump check. At pump check, the healthcare provider (hcp) verified under x-ray, the pump was flipped in the pocket. The hcp flipped the pump back to correct position but was unable to clear the catheter. They planned to schedule a patient for a catheter revision. There were no known environmental/external/patient factors that may have led or contributed to the issue.the issue was not resolved. The hcp has no further information for medtronic.